Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an intervention for the ablation of a sarcoma on the left thigh on an unknown date and suture was used on subcutaneous tissue. An infection with purulent discharge was observed 22 days post procedure. During cleaning of the wound, suture was found that had not begun to be absorbed while the remaining suture had totally absorbed. The surgeon opined that patient had experienced wound dehiscence, delayed wound healing and an infection. Additional information has been requested.

Manufacturer narrative:
Conclusion: one undyed thread piece showing a knotted loop that is cut in 2 sections was returned for evaluation. All thread ends show cut ends. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.